Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Retained by hospital.

Event description:
It was reported that patient's ankle was revised due to pain and instability. Intra-operatively, the poly was found broken in 2 pieces.